Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart after battery change. Blood glucose level at the time of the incident was not provided. During troubleshooting, shortly after inserting a new battery the insulin pump had another alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test and unexpected restart alarm. No unexpected restart alarm anomalies noted. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained address/serial number label and cracked reservoir tube lip.